Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: thrombus in CT scan 4 months after implantation. Young patient had a traumatic rupture in (B)(6) 2018 and was treated with a zta-p-24-105. In the control scan 4 months after implantation a new circumferential thrombus was seen. They were not visible in the scan right after surgery. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr249894 h6) method code: 4117 - device not accessible for testing summary of investigational findings: a young patient had a traumatic rupture in august 2018 and was treated with a zta-p-24-105 device. Control scan 4 months after the procedure, it was seen the patient had circumferential thrombus. The patient did not experience any adverse effects or required any additional procedures. A clinical assessment was based on the provided information in the complaint. Per clinical assessment cook did a recall of smaller sizes zta in 2017 due to their tendency to be used for blunt aortic trauma, and to get thrombus within them. This patient did receive treatment a year after the recall. Blunt aortic trauma is outside current indication in the IFU and was ¿off label¿ when this patient was treated in august of 2018. The likely cause is not possible to determine based on the provided information. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.